Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified a broken conductor wire at the weld. As a result the instrument failed the electrical continuity test. As part of the investigation, the instrument was further tested and additional findings were identified. There was thermal damage identified on the monopolar yaw pulley and conductor wire cap. The thermal damage on the monopolar yaw pulley and conductor wire cap are related to the primary failure of the conductor wire being broken at the weld. The root cause of these failures is attributed to device design. Additionally, failure analysis noted thermal damage to the instrument's housing. This finding is unrelated to the primary issue and the common cause is attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook instrument lot# n11200713 / sequence 0185 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system sk2659. The alleged event occurred on the 2nd use of the instrument. The instrument has 8 remaining usable lives with no subsequent use recorded. This complaint is being reported because the conductor wire was found to be broken at the weld, which is not a result of user mishandling or misuse. A broken conductor wire has the potential to discharge electrical current at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 8 remaining usable lives, therefore, had not expired. Implant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. PMA/510k and adverse event are not applicable.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the permanent cautery hook could not be energized. The issue did not resolve after changing power cables. A backup instrument of the same kind was used to complete the planned procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to request additional information related to the event. However, no further details have been received as of the date of this report.